Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the second inflation. The first inflation was performed to 12 atms. The 90% stenosed lesion was located in the calcified and non-tortuous right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good".